Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time fo the incident was 600 mg/dl and current blood glucose was 447 mg/dl. The symptoms related to high blood glucose was frequent urination. It was also reported that, the customer was trying to rewind the pump but he cannot get to rewind. Found the pump was in suspend and then resumed it and he was able to get to rewind. The insulin pump will not be returned for analysis.